Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of this right ventricle (rv) lead, the lead was placed and tested, with normal function. The lead was repositioned and upon repositioning, the lead exhibited noise on the analyzer and could not be tested. The lead was removed from the patient and replaced. Upon removal it was found the helix did not function properly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not be extended due to drive shaft lug stuck behind the retraction stop/ over-retracted. If information is provided in the future, a supplemental report will be issued.